Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR review was completed and no complaint related issues were found the product was not returned for eval and no conclusions regarding the reported event could be drawn.

Event description:
During an im tibia nail procedure, an 8.5mm medullary reamer head broke. All pieces were retrieved from the pt. X-rays confirmed no pieces of the reamer head remained in the pt. The surgeon selected another reamer head and 5.0mm flexible reamer shaft and completed the procedure without further incident. Time of the procedure was extended by approx 30 minute as a result of the event. This report is 2 of 2 for the same event.